Manufacturer narrative:
The field service engineer (fse) was on site (B)(4) 2008 to investigate the event. The fse was dispatched prior to the confirmation of the error by the customer. The fse noted that during troubleshooting, he was told by the laboratory director of the sample being a "mis-draw" and that the sample was investigated to confirm it. The fse performed a system check and quality control (qc) and no issues were found. Customer error is the root cause of this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accu tni (troponin I) results generated on the access 2 immunoassay system for one pt. The customer did not provide any pt data regarding this event. The customer indicated that the pt result was reported outside of the laboratory. The customer performed further testing of the pt's blood type and confirmed the sample was a mis-labeled specimen. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.